Manufacturer narrative:
It was reported that the urinary catheter was found to be leaking two days after being inserted. When this was identified, the urinary catheter was removed and replaced. According to the reporting facility, the newly inserted urinary catheter was also identified to be leaking so the rn re-inflated the urinary catheter balloon. Upon re-inflation, no leaks or further incidents were reported. It was not identified how much fluid was used to inflate the balloon of either urinary catheter. A sample was returned to the manufacturer for evaluation. Visual inspection of the sample identified no obvious defects or abnormalities. The urinary catheter balloon was inflated and deflated with no leaks or any other issues identified. The urinary catheter drainage bag was also tested for leaks with no leaks identified on the vent, tubing, or urine meter/bag. The reported product problem/issue was unable to be confirmed. A root cause for the reported incident could not be determined. Due to the need for medical intervention to remove and replace the urinary catheter, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter was found to be leaking. It was removed and replaced.